Manufacturer narrative:
Event date: date of article publication (i.e. Event date is literature article published date) four-year-long outcome with drug-coated balloons for superficial femoral artery lesions in patients with critical limb ischemia: comparison with conventional bypass surgery abstracts of the 2019 veith symposium associate faculty global podium presentations program (2019) 70(5); e116 10.1016/j.jvs.2019.08.019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature article, four-year-long outcome with drug-coated balloons for superficial femoral artery lesions in patients with critical limb ischemia: comparison with conventional bypass surgery, that 187 patients with critical limb ischemia (cli) were treated during a 6-year period between 2006 and 2012, a total of 210 procedures (100 surgeries, 110 endovascular approaches) performed. Between 2006 and 2009, all patients had underwent conventional surgery. Between 2009 and 2012, the physicians adopted an endovascular approach with the use of in. Pact admiral drug coated balloon. 72% of all bypasses were performed using saphenous vein grafts, with above-knee bypass as 80% technique of choice. The 6-mm device was used in 41% of the patients. It was reported that the procedural success rate was 98% with the device as well as clinical success rate of 99% and operative mortality of 3.7%, similar to ones without the device. The primary patency for the device was 91.8%, reocclusion at 8.2%, at 12 months and freedom from clinically driven target lesion revascularization at 12 months was 87.6%. The rates of clinically driven target lesion revascularization was 29.2% for those used with the device.